Event description:
It was reported that during da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was on hold and had a recognition issue. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 13-aug-2025: the instruments have been in storage for several months and had no consequences for the patient. There was no patient incident known to date, nor is there any damage to patient equipment. No further information is available.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.